Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was receiving a premature ventricular contraction (pvc) marker, and no atrial capture was observed during the clinic visit. Technical services (ts) assessed the situation and inquired about appropriate sensing in the right atrium (ra), to which the caller confirmed that it was not sensing correctly. The device was programmed in brady mode with ventricular demand intervals (vdi) and was using only the vf (ventricular fibrillation) zone, with no atrial discriminators active. Despite the issue, no adverse patient effects were reported, and the situation was assessed to have no impact on the patient's safety or treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).